Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received an inappropriate shock due to a supraventricular tachycardia episode. No alleged malfunction or performance issue was observed with the device, the suspected cause was due to device programming. Reprogramming is anticipated. The patient was stable.

Event description:
Further information was received indicating the device was reprogrammed to resolve the event. The patient was stable.